Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I almost bleed to death after a essure baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and loss of libido ("sex after hysterctomy- better") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the genital haemorrhage and pregnancy with contraceptive device outcome was unknown and the loss of libido was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, loss of libido and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pregnancy with contraceptive device, device ineffective, genital haemorrhage ,, loss of sex drive quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I almost bleed to death after a essure baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and loss of libido ("sex after hysterctomy- better") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the genital haemorrhage and pregnancy with contraceptive device outcome was unknown and the loss of libido was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, loss of libido and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pregnancy with contraceptive device, device ineffective, genital haemorrhage, loss of sex drive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2021: all required attempt were completed. No new clinical information received. Update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I almost bleed to death after a essure baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and loss of libido ("sex after hysterectomy- better") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage and pregnancy with contraceptive device outcome was unknown and the loss of libido was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, loss of libido and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pregnancy with contraceptive device, device ineffective, genital haemorrhage, loss of sex drive. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.